Event description:
Rptr reports they were running lipids through the set when the set separated at the tubing and the hub of the luer lock. No pt injury reported. Set was changed per nursing protocol.